Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer communicated that they tested positive the day before with another brand's rapid antigen assay. The next day the consumer tested positive with quickvue otc. No other confirmatory testing had been completed.